Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 43 mg/dl. Customer stated their body produces insulin and ate lot of food. Customer stated insulin pump lost power and went off. Troubleshooting was declined during the time of event. Auto mode feature was unknown during the time of the event. The insulin pump will not be returned for analysis.